Event description:
It was reported that during negative preparation of the maverick balloon for a ptca treatment procedure, the physician repeatedly pulled air back into the balloon prep syringe, but was unable to discern the source of the air leak. It was presumed that the balloon had burst. The physician disposed of the product and exchanged it for another of the same type. The procedure was successfully completed. No pt injuries or complications occurred as the balloon never entered the pt's body. No further info is available at this time.